Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "the fluid is not contained and is seeping over the black plunger" of a bd plastipak¿ syringe, luer-lok¿. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that "the fluid is not contained and is seeping over the black plunger" of a bd plastipak¿ syringe, luer-lok¿. No serious injury or medical intervention reported.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. No photos or samples were returned for further investigation. Root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported that "the fluid is not contained and is seeping over the black plunger" of a bd plastipak syringe, luer-lok. No serious injury or medical intervention reported.